Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer's blood glucose reading was 586 mg/dl and treated with manual injection. It was unknown that the auto mode feature was active at the time of high blood glucose. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.